Manufacturer narrative:
(B)(4).

Event description:
The pump was "loose" in the pocket; the hcp revised the pump and pocket. Additional information has been requested, but was not available as of the date of this report.